Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involves a safeset kit with 2 blood ports that the sampling port furthest from the patient fractured when returning blood to patient spraying an unknown amount of blood on the nurse, room floor, recliner, IV pump, transducer holder, and tubing/pressure bag. The nurse was wearing glasses and a surgical mask. The blood was splattered on them but did not come in contact with the eyes, mouth, or nose of the nurse. There was no indication that this occurred prior to this sampling instance and the nurse changed the safeset kit after showing to charge nurse. There was patient involvement, but no medical intervention required, no delay in therapy, and no reported harm or adverse event reported.

Manufacturer narrative:
H10 - one used partial list # 011-42322-02, reservoir, safeset¿ ii an 213 cm (84"); lot # unknown was received for evaluation. The reported complaint of breakage was confirmed on the returned set. During visual inspection, a crack was observed on the safeset port. Crazing was observed around the crack on the safeset. The returned set was connected to a blunt canula, an engineering sample. The returned set was then primed and pressure leak tested and no leaks were observed. The probable cause of the crack and crazing had occurred due to environmental stress during use. The device history review could not be completed since no lot number was provided.